Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
Revision of pe inlay and hip head left side because of wear. Intraoperatively the locking ring was detected to be broken. It was changed as well. Doi: (B)(6) 1999, dor: (B)(6) 2019.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> it should be noted only the wire was returned, which confirmed it had fractured. A review of manufacturing records and complaint databases did not identify any anomalies for lot wtr-48. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.